Manufacturer narrative:
A supplemental MDR is being submitted to add information to b.7 and h.11 per medical records reviewed, post implant no paravalvular leak was noticed. A transthoracic echocardiogram (tte) performed approximately 1 year and 3 months post tavr revealed new likely severe paravalvular aortic regurgitation when compared with prior echocardiogram performed. A transesophageal echocardiogram (tee) performed a month later reported moderate to severe valvular prosthetic valve insufficiency, due to early leaflet degeneration leading to malcoaptation between the right and left leaflets of the valve. No paravalvular leak was noted. A repeat echocardiogram performed four months later reported that the aortic insufficiency jet appeared to emanate from the position of the native right coronary cusp-left coronary cusp commissure. The jet is eccentric, directed across the plane of the valve which would look similar if it was a valvular leak that was also severely eccentric. ''Favor paravalvular leak due to the initial moments after systole the leak appears to start outside of the annular ring.''

Event description:
As reported from the field clinical specialist, approximately 1 year and 4 months post transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the valve is reported to be failing. There is a plan for a valve-in-valve intervention, but it has not been scheduled at this time. A repeat computed tomographic angiography was ordered.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned for evaluation.

Event description:
As reported from the field clinical specialist, approximately 1 year and 4 months post transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the valve is reported to be failing. There is a plan for a valve-in-valve intervention, but it has not been scheduled at this time. A repeat computed tomographic angiography was ordered. Per feedback from the fcs, a transesophageal echocardiogram and transthoracic echocardiogram report showed a commissural leak. The physicians think it is a stitch in a commissure attachment that has been compromised causing aortic insufficiency. A repeat computed tomographic angiography is planned.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: device code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for structural valve degeneration (svd) was unable to be confirmed due to the unavailability of the returned device/medical records/relevant imagery. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), svd is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, ''approximately 1 year and 4 months post transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the valve is failing. There is a plan for a valve-in-valve intervention, but it has not been scheduled at this time.'' Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging provided by the site was reviewed by the edwards physicians proctors and the following observations were made: there is mild paravalvular leak (pvl) at the area between the right and left cusps. There may also be a small central aortic insufficiency component (trace), but it is difficult to say because of the eccentricity of the pvl jet. There were no leaflet abnormalities seen. There was no evidence of such a mechanical failure on a CT review. The leaflet malcoaptation is due to the significant sapien 3 under-expansion. If the commissural tab was detached, then there would be some visible evidence on the CT, and there is none. There would also be a massive central regurgitation observed, while mostly pvl was observed on the images reviewed. Per assessment, the main issue is pvl, likely due to under expansion and asymmetric calcifications. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaint for degeneration was confirmed based on the provided medical report. However, there was no indication found during this investigation that a manufacturing non-conformance would have contributed to the complaint event. Per the IFU, structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Per medical records reviewed, post implant no paravalvular leak was noticed. A tte performed approximately 1 year and 3 months post tavr revealed new likely severe paravalvular aortic regurgitation when compared with prior echocardiogram performed. A tee performed a month later reported moderate to severe valvular prosthetic valve insufficiency, due to early leaflet degeneration leading to malcoaptation between the right and left leaflets of the valve. A repeat echocardiogram performed four months later reported that the aortic insufficiency jet appeared to emanate from the position of the native right coronary cusp-left coronary cusp commissure. The jet is eccentric, directed across the plane of the valve which would look similar if it was a valvular leak that was also severely eccentric. 'Favor paravalvular leak due to the initial moments after systole the leak appears to start outside of the annular ring'.'' In this case, the medical records and images reviewed were not able to clarify with certainty what was the origin and cause of the observed regurgitation. Per edwards internal imaging evaluation, there were no leaflet abnormalities seen and there was no evidence of valve mechanical failure on the images reviewed. The event was possibly due to the valve under-expansion and asymmetric calcifications. However, due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.